Event description:
It was reported the patient presented to technical services with an unspecified ongoing atrial lead issue. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.